Manufacturer narrative:
Trackwise # (B)(4). Updated section: d4, g4, g7, h2, h10.

Event description:
The hospital reported that during a coronary artery bypass procedure using om10000 acrobat-I stabilizer, even after the knob was tightened, not able to position the suction foot in place and it was not stiff. The arm also was not stable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned

Event description:
The hospital reported that during a coronary artery bypass procedure using om10000 acrobat-I stabilizer, even after the knob was tightened, not able to position the suction foot in place and it was not stiff. The arm also was not stable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.